Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The usm was analyzed and the usm passed all relevant testing on a test fixture and was installed on an in-house system and behaved as expected. Failure analysis confirms the error occurred in the field that points to the yaw motor module but could not be replicated during testing. The complaint was confirmed based on the error logs, which indicate that the device may have contributed to the customer reported issue. Although the issue is linked to the device it is unable to be traced more specifically at this time. The usm passed all relevant testing during failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported the customer informed csr that arm1 was disabled mid procedure. The caller indicated that a reboot had been attempted, but the issue persisted, and the customer requested an on-site visit from a field service engineer to inspect the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that arm 1 was disabled, and the procedure was completed robotically using only three arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.